Event description:
It was reported that the patient requested that one of the two spacers be removed due to new pain she developed a few months after the implant. The patient underwent an explant of the spacer that was implanted at l3-l4 and the spacer that was implanted at l4-l5 was left implanted. No further information can be obtained.

Event description:
It was reported that the patient requested that one of the two spacers be removed due to new pain she developed a few months after the implant. The patient underwent an explant of the spacer that was implanted at l3-l4 and the spacer that was implanted at l4-l5 was left implanted.